Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation of breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation with a mentor siltex round moderate profile 300cc saline breast prosthesis (left device) and a mentor siltex round moderate profile 325cc saline breast prosthesis (right device) that bilaterally deflated after implantation. Patient observed spontaneous deflation of the right breast prosthesis in (B)(6) 2007. As a result, the patient underwent explantation and replacement of the right device with a mentor saline breast prosthesis on (B)(6) 2007. The patient later observed spontaneous deflation of the left breast prosthesis in (B)(6) 2007. As a result, the patient underwent explantation and replacement of the left device with a mentor saline breast prosthesis on (B)(6) 2007. This medwatch report is for the right breast prosthesis.